Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. No nonconformances were identified for this part-lot number combination per qlik query executed (B)(6) 2018. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4). The expiration date is not available.

Event description:
It was reported by the affiliate that during a meniscal repair, when inserting the device into the knee the silicon sleeve pulled up over the back stop and failed to deploy. Pulled it out and opened another same like device. Procedure completed successfully. 1 minute delay. No adverse event. The following information was received via e-mail from the affiliate on 10-22-15: unsure whether the fat pad was resected sufficiently. The needle did not over penetrate.